Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented remotely via merlin at home transmission. The patient experienced non sustained ventricular tachycardia and a ventricular tachycardia episode. Upon review, the patient's implantable cardioverter defibrillator(ICD) did not deliver therapy due to inappropriate programming. Programming changes were made on (B)(6) 2019. Ablation procedure planned for patient's ongoing ventricular tachycardia.